Event description:
It was reported that the right atrial (ra) lead was dislodged, and phrenic nerve stimulation occurred. The lead was repositioned. No additional adverse patient effects were reported.